Event description:
It was reported that pinholes were observed in the sterile product packaging. No adverse consequences were reported.

Manufacturer narrative:
There were five units associated with this complaint. It can be confirmed from visual inspection that product packaging is damaged. Other complaints have been received reporting similar events. Sterility testing completed on a sample of product affected by this issue has determined that the sterile barrier of product has not been compromised.